Event description:
It was reported that the patient passed away due to subdural hematoma and anoxic brain injury status post a traumatic fall. The outcome was not considered device or therapy related. It was also said that the device was operating within normal parameters for the patient at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the fall was due to the patients stumbling. The fall was not considered to be device related.

Manufacturer narrative:
Section a4 correction. Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , reported or identified through this evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.